Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the 30-degree endoscope plus had the image turned upside down when the endoscope was installed. The customer received phone assistance from the technical support engineer (tse). The tse explained that the issue was possibly due to guide tool change (gtc) function. The tse had the customer reinstall the endoscope by pressing the port clutch, which resolved the issue. The procedure was completing as planned with no reported injury. There was base rotation failure and remained even after cleaning. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury due to the issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope for failure analysis investigation. The endoscope was analyzed and placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance, but it failed functional testing. The endoscope failed transmittance due to the measured output power not meeting the specification limits.

Event description:
Refer to h11 for follow-up information.